Event description:
The customer reported the device shut down while transporting the patient. No patient harm reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The attempts that have been made yielded no response from the customer. (B)(4).